Event description:
Note: this report pertains to one of five complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14819, 3005099803-2013-14821, 3005099803-2013-14822, 3005099803-2013-14823, and 3005099803-2013-14824 address these devices. It was reported to boston scientific corporation on (B)(6), 2013 that five resolution clip devices were used during a colonoscopy procedure in the colon on (B)(6), 2013. According to the complainant, during the procedure, five clips failed. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.